Event description:
Customer stated that the insulin pump is cracked around the screen. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked case at display window corners, cracked battery tube threads and a cracked reservoir tube lip. No crack was noted on display window or glass.